Event description:
A report was received that the pt was suspected to have an infection at the pocket site. The pt's symptoms were discoloration of the pocket site. Although, the physician assessed the pocket site and found no signs of infection. He treated the pt with oral antibiotics.